Manufacturer narrative:
The reported event was for lead to be unable to be fixated. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was unable to be fixated. The left ventricular lead was not used and replaced. The patient's condition was unknown.